Event description:
It was reported that the patient presented for a follow up with post-paced t-wave oversensing exhibited by the implantable cardioverter defibrillator. No interventions were made. The patient was in stable condition.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator exhibited a recurrence of post-paced t-wave over-sensing. No intervention was performed. The patient was stable.